Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the forceps elevator since reprocessing could not be completed due to leakage at the control section, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. It is unknown if reprocessing was fully performed according to the instructions for use (IFU). The following information is stated in the instructions for use (IFU): ¿instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories shows how to prevent the event.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Initial reporter phone: (B)(6). The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The scope was leaking between the scope body and up/down knob, at the electrical mouthpiece pins and between the distal end and plastic cover. In addition to the findings, the light guide lens was cracked, the connecting tube was scratched and buckled, the adhesives were worn out, the light guide lens was discolored and the forceps elevator was corroded. The investigation is ongoing. Additional information was requested regarding this event. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, there was leakage on the evis exera ii duodenovideoscope in the area of the angulation during reprocessing. During the inspection and testing of the returned device, foreign material stains were found at the distal end surface, which had been attributed to inadequate cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.